Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Following review, no new risks were identified. Literature: schroer, william c, md. Barnes, c.lowry,md, diesfeld, paul pa, lemarr, angela rn, ingrassia, rachel rn, morton, diane j. Ms, and reedy, mary rn. (2013) the oxford unicompartmental knee fails at a high rate in a high-volume knee practice. The association of bone and joint surgeons 471: 3533-3539. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "the oxford unicompartmental knee fails at a high rate in a high-volume knee practice" there are multiple events reported in the article. This report addresses the (B)(6) old male with femoral loosening five years after initial procedure. The date of the initial procedure is unknown and the revision surgery has not yet occurred. There has been no further information provided and the patient outcome is unknown.